Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation results, the probable cause is component damage due to wear, deterioration, deformation, or physical stress. No design or manufacturing issues were identified. The most probable cause of this complaint is expected component failure related to normal use. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the adhesive on the a-rubber (bending section cover) of the bronchofibervideoscope was found to be detached. No patients were involved.